Manufacturer narrative:
Manufacturer¿s investigation conclusion analysis of the submitted log file appeared to show the pump operating as intended. A direct correlation between the reported hemolysis and heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 07apr2020 at 12:42:16 through 22may2020 at 11:56:10. The fixed speed was set to 9600 rpm, power ranged from 5.9-7.9 w, estimated flow ranged from 4.8-8.7 lpm, and average pi was between 2.7 and 5.5. No abnormal trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the file. The pump appeared to be operating as intended. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for hemolysis, with an lactate dehydrogenase (ldh) of 917 u/l. Patient started on angiomax while inpatient, kept on aspirin (asa) and coumadin. Patient was discharged on (B)(6) 2020 with an ldh of 591 u/l. Patient had a therapeutic inr of 2.4 at discharge.